Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "force sensor bridge test failure alarm" was confirmed through alarm history review. The probable cause was tampering/user error, product tampering, components not assembled correctly, dead battery. Further evaluation found cracked plunger cases, missing tamper seals, non-OEM battery cover, internal screws used in wrong locations, plunger cable binding due to improper installation, worn clutch and leadscrew, damaged plunger tube. Replaced all damaged, worn and incorrect parts. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during setup, a force sensor bridge test failure alarm appeared on the pump screen. There was no patient involvement.